Event description:
During a transcutaneous aortic valve replacement, 1 perclose footplate was retained during deployment. No immediate issues noted, hemostasis achieved with an additional perclose. Unfortunately, the team did not sequester any of the packaging or deployment device.